Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the facility experienced four occurrences of cuff leaks during use on a one pt. The reporter claims that the end clinician extubated and reintubated the pt a total of four times and claims all tubes failed in the same manner.